Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. Fourteen non-sustained tachycardia episodes with v-v intervals less than 220 ms were observed from (B)(6) 2016. Oversensing due to non-physiologic signals/sensing integrity counter was also indicated. A total of 4140 ventricular sensing integrity counts were recorded since the last interrogation session. Device memory shows the unexpected delivery of a ventricular tachyarrhythmia therapy. Six inappropriate shocks were delivered on (B)(6) 2016 due to non-physiologic oversensing. Additionally, the impedance on the rv pacing lead was beyond the expected upper range. Rv pace impedance was steady at approximately 706 ohms through (B)(6) 2016, and then rose out of range by (B)(6) 2016. (B)(4).

Event description:
It was reported that the right ventricular lead delivered multiple shocks to the patient. These shocks were determined to be inappropriate and due to oversensing/noise as demonstrated by a high sensing integrity counter. Also observed was a sudden rise in pacing impedance to high impedance. These issues caused a lead alert to trigger. Lead fracture was suspected. The lead was inactivated. Approximately two weeks later, it was further reported that capture thresholds were high for this lead. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.